Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a21, a17 alarms due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display and pump went shut off. The customer¿s blood glucose level was 20.1 mmol/l. The customer was assisted with troubleshooting. The customer was also reported that battery compartment was neither damaged nor corroded, battery cap contacts were neither missing nor damaged, the spring was neither damaged nor corroded. The customer was advised to replace and discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.